Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 140806 catheter. The catheter tip latex was detached from the catheter; however, the detached portion was returned. The smooth edge on the proximal end of the returned portion of detached latex and the remaining latex on the catheter suggested there was no latex missing. There was no visible damage observed to the exposed core wire or the catheter body. Both the spring and the thumb slide on the handle were functional. The customer report of ¿rubber on the tip separated from the catheter¿ was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty corkscrew catheter is indicated for the removal of emboli and thrombi from either native vessels or synthetic grafts in the arterial system .to minimize the risk of vessel or membrane damage, the maximum recommended pull force for the catheter should not be exceeded. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombolysis, distal emboli or blood clots or arteriosclerotic plaque, air emboli, aneurysms, arterial spasms, arteriovenous fistula formation, membrane separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Upon further investigation by the product evaluation lab, the customer report of an issue with the catheter tip was not confirmed on evaluation, as it was determined that there is no latex at the tip for the reported model 140806 fogarty catheter. Although the original product evaluation findings aligned with the customer photo, it cannot be confirmed that the latex comes from an edwards brand catheter. The latex appears to be from a different catheter or it could be from a different manufacturer. There was no visible damage observed in the core wire and the catheter body. Both the spring and the thumb slide on the handle were functional.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the rubber on the tip of the fogarty catheter separated from the catheter during use. The surgeon ¿easily¿ retrieved the piece by picking it up with a pincette. There was no patient injury. There was no additional intervention needed. Patient demographics were requested, but not available due to hospital privacy policy. The lot number is unknown.